Manufacturer narrative:
Results: the second smart coil¿s embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned devices revealed they had offset coil winds near the proximal ends of the embolization coils. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01990.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, the physician successfully deployed and detached multiple smart coils in the target location using a non-penumbra microcatheter. The physician then was unable to advance two smart coils through the hub of the microcatheter and, therefore, the smart coils were removed. The procedure ended at this point because the existing packing density was sufficient. There was no report of an adverse effect to the patient.